Manufacturer narrative:
Section h6 (medical device problem code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of a driveline power fault alarm. The downloaded log file from this system controller confirmed a driveline power fault alarm at 9:47:01 on (B)(6) 2025 due to interruptions in the power a signal. These interruptions were determined to be related to damages found within the returned modular cable and the driveline power fault alarm has therefore been further addressed under the investigation of the modular cable. The pump maintained a speed within the expected range while the driveline was connected to this system controller. The returned heartmate 3 system controller was functionally tested alongside known working test equipment and was found to perform as intended. The reported event was unable to be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a driveline power fault on their system controller and no other alarms. The system controller and the modular cable were exchanged without incident. The products were returned to abbott for analysis. It was also said that the system controller exchange resolved the alarm.